Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported "textured to smooth implant exchange". Later healthcare professional reported "hole, non - specific". This record is for the right side. Device was explanted.